Manufacturer narrative:
Correction to date received by MFR, evaluation codes, additional MFR narrative. As the affected device was not returned, the investigation was limited to review of photographs, video, or imagery, review of DHR, review of lot history, review of complaint database for similar complaints review of physician training and IFU, and manufacturing mitigations. The provided photograph shows bleeding due to a perforated iliac artery but there is insufficient information to confirm the reported resistance between devices. A review of DHR and lot history was unable to be completed since work order information was not provided with the complaint. Review of complaint history from january 2016 to december 2016 for the expandable sheath set (models; 9610es14/cl/clus, and 914es/j) revealed similar returned complaints for ¿sheath shaft - resistance with the delivery system, bc¿. A review of the complaint history reveals that the occurrence rate for ¿sheath shaft ¿ resistance with delivery system¿ does not exceed the december 2016 control limits for the trend category (resistance between devices).no IFU/training deficiencies were identified. As part of the manufacturing process the esheath devices are inspected at component level as well as 100% final inspection by both manufacturing and quality. Each manufacturing lot undergoes product verification (pv) testing on a sampling plan for seam visual inspection, shaft expander insertion force, and post-expansion seam verification. Sheath expansion force must meet statistical acceptance criteria and the upper tolerance limit of expander insertion force must be below the upper specification limit. All product verification samples pulled from each lot must meet all inspection criteria. The inspections stated above support that it is unlikely a manufacturing non-conformance was the source of the complaint. Due to the device and/or applicable photographs (relevant to the reported event) not being returned for evaluation, the complaint of ¿sheath shaft - resistance with delivery system, bc¿ was unable to be confirmed. A review of complaint history, the applicable DHR, lot history and manufacturing mitigations did not reveal any indications that a manufacturing non-conformance of the sheath was the source of the complaint. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. There is no information in the complaint description that indicates that any procedural factors contributed to the event. However, per the related training manual, during delivery system insertion through esheath, insertion forces can vary due to several patient/procedural related factors such as sub-optimal insertion/placement angle of the sheath into the patient (due to patient¿s anatomy), thv size, vessel diameter, tortuosity, degree of calcification and previously implanted graft in the patient access vessel. The aforementioned factors may restrict the ability of the esheath to expand, which could lead to a difficult pathway to advance the delivery system through sheath. In addition, other procedural factors such as improper flushing / wetting of the devices, incomplete / misaligned valve crimping, and incomplete advancement of the loader may put extra strain on the device, result in difficulty inserting through the sheath and contribute to resistance observed. Based on available information, a true root cause cannot be determined at this time. The complaint was unable to be confirmed, and no manufacturing non-conformances or labeling/IFU/training deficiencies were identified; therefore no corrective / preventative actions are required. Since a product non-conformance was not able to be identified, and the reported failure mode does not exceed the complaint trending control limits, a product risk assessment (pra) escalation is not required. Due to the device (and/or applicable photograph/video, relevant to the reported event) not being returned for evaluation, the complaint of ¿sheath shaft ¿ resistance with delivery system¿ was unable to be confirmed. Due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance contributed to the complaint event. No labeling or IFU/training inadequacies were identified and review of the complaint history for the month of december 2016 did not reveal that the occurrence rate exceeded the control limits for this trend category. Therefore, no corrective or preventive actions are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
During the transfemoral aortic placement of the 23mm sapien 3 valve, the valve on the delivery system was unusually hard to push through the sheath and advance to the aortic valve. The artery was considered large, with a luminal diameter (mld) of 6.9mm, and not calcified nor tortuous. There were no issues with valve deployment. No leak seen post deployment. Upon removal of the esheath, the patient¿s pressure dropped unexpectedly. Angio revealed a perforation, and CPR was performed. A covered stent was deployed emergently. At last report, the patient was stable.